Manufacturer narrative:
One swartz¿ braided transseptal guiding introducer, sl1¿, 81 cm length, 8.5f was received for investigation. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty and subsequent delay remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 3005334138-2020-00261, 3008452825-2020-00329, 3008452825-2020-00330. During a procedure, resistance was noted while trying to advance the brk needle. Force was needed to advance the device. The sheath and needle were replaced, and again the issue was noted. The devices were replaced a third time and resolution was found to complete the procedure. There were no patient consequences. No additional access site was required, however a clinically significant delay of 20-30 minutes was noted.